Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer caregiver reported receiving high scans of 331 mg/dl and 456 mg/dl on the sensor when compared to a competitor meter results of 78 mg/dl and a ¿lo¿ (readings less than 40 mg/dl) error message. The customer caregiver further reported customer experienced a headache and was unable to self-treat and was provided "glucose serum" by a healthcare professional for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.